Manufacturer narrative:
Device evaluation: nanopoint returned in lens box with clear surgical residue on product. Visual inspection found no visible damage to device and residue on cartridge. Lens stuck in cartridge. Claim#: (B)(4).

Manufacturer narrative:
Device name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cc4204a, +19.0 diopter, intraocular lens was noticed to be torn after implanted into the patient's right (od) eye. During the initial surgery, the lens was removed and a back-up lens was implanted with no patient injury. This resolved the problem. Cause of the event is reported as unknown.